Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 812:08 on channel b was not confirmed and reproduced during product evaluation. However, quality engineering confirmed the problem to be a failure code 812:05. This condition was due to a faulty pump head module (phm) on channel b. The channel b phm was replaced to fix the reported condition this involved an unremediated infusion pump with user interface module master software version 5.04.00. A service history review revealed that this device has not been serviced prior to this event for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative reported a colleague infusion pump with a failure code 812:08 on channel b. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.